Manufacturer narrative:
The hyperthermia pump involved in the incident has not been returned to belmont for investigation, therefore the reported pump failure cannot be confirmed. When the hyperthermia pump recognizes a situtation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "pump fault" alarm, the hyperthermia pump displays the following message: "check pump for blockage. Press retry to continue. Service machine if error persists." The operator's manual also provides possible conditions and recommended operator actions. The pump roller should be inspected every six months and cleaned if necessary, according to the service and preventive maintenance schedule and instructions provided in the operator's manual. The manufacturing and service records for this serial number were reviewed and no related anomalies were identified. It was reported that there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a report from the physician that the hyperthermia pump stopped 40 minutes into a case and displayed a pump failure on the screen.